Event description:
Information was received indicating that a smiths medical cadd-prizm® vip system had pounds per square inch (psi) reading below manufacturer specifications. There were no reported adverse effects.

Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. The customer's reported problem was not verified. The pump passed all occlusion tests which the results were in specification. The root cause of the reported issue unable to be determined. Actions were taken to mitigate the reported issue: the downstream occlusion sensor was replaced as a preventative measure.

Event description:
Update no patient involvement, when error occurred.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found no major physical damages on the device, however fluid ingression was present on the downstream occlusion sensor. Multiple "cassette damage" alarms were found in the event history log. The pump passed all occlusion tests, therefore, the complaint could not be confirmed.